Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received battery limit out alarm. The customer was able to clear the alarm and rewind the insulin pump. No harm requiring medical intervention was reported. Trouble shooting was performed and the customer will continue to use the device.